Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Patient status post uss construct implantation, level l3-s1 on (B)(6) 2007 developed spinal stenosis above the previous uss fusion at l3-s1 on an unknown date. Patient was returned to the operating room on (B)(6) 2012, all hardware was removed from l3-s1. Surgeon performed a laminectomy at l1-2 and revision laminectomy at l2-4. Patient was reinstrumented with hardware from l1-s1. This is 22 of 27 reports for this event.